Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a bronchoscopy with stent placement procedure for treatment of lung cancer, performed on (B)(6), 2011. According to the complainant, as the physician was attempting to deploy the stent in the patient, the string failed to release any further. The stent was reported as half way deployed. The deployment suture did not break. The physician removed it and completed the case with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact age of patient unknown; however it was reported that patient was in (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by 20 mm. The shaft was severely kinked/twisted just proximal to the partially deployed stent. It was noted that the deployment thread was twisted around the shaft. During analysis, it was possible to fully deploy the stent without issue. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a bronchoscopy with stent placement procedure for treatment of lung cancer, performed on (B)(6) 2011. According to the complainant, as the physician was attempting to deploy the stent in the patient, the string failed to release any further. The stent was reported as half way deployed. The deployment suture did not break. The physician removed it and completed the case with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.